Event description:
The haptic of the lens was bent upon opening the lens carrier. The lens was not used.

Manufacturer narrative:
This form was completed by the manufacturer. Device component failure: (other) lens haptic.